Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the circulation pump was no longer functioning accordingly. Circulation pump was replaced. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that circulation pump in arctic sun device has deteriorated. Per wo review on 08feb2023, it was stated that there was no patient involvement.

Event description:
It was reported that circulation pump in arctic sun device has deteriorated. As per wo review on (B)(6) 2023, it was stated that there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.